Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter leak was confirmed and the cause appears to be use related. The product returned for evaluation was a 4fr s/l powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed at the 13 cm depth marking. The catheter split was typical of flexural fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Parallel wrinkles in the catheter surface adjacent to the split. Fracture edges which were rounded and polished due to repeated material wear. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An additional permanent kink impression was observed at the 9 cm depth marking. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.

Event description:
It was reported that facility had to pull a PICC line due to complications. The PICC was inserted into the left basilica, trimmed at 45 cm with an external length of 2 cm. The staff reported some swelling and discharge at the site. Upon investigation, when the staff flushed the catheter, fluid leaked out of the insertion site. The line was removed. The PICC line has an reported crack at the 5 cm mark which was approx. 3 cm under the skin.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reax0116 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that facility had to pull a PICC line due to complications. The PICC was inserted into the left basilica, trimmed at 45 cm with an external length of 2 cm. The staff reported some swelling and discharge at the site. Upon investigation, when the staff flushed the catheter, fluid leaked out of the insertion site. The line was removed. The PICC line has an reported crack at the 5 cm mark which was approx. 3 cm under the skin.